Event description:
A customer reported an issue related to incorrect time settings displayed on their pump, which were greater than a five-minute discrepancy. There was no adverse impact to the customer¿s blood glucose level, as the previous settings did not result in values outside acceptable ranges. Technical support assisted the customer in updating the pump time and advised monitoring for recurring discrepancies, which the customer understood and acknowledged.